Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was often unresponsive. Additionally, it was reported that the pump battery was not holding a charge. Customer declined to provide further information to tandem technical support and declined troubleshooting assistance. There was no reported impact to customer's blood glucose.